Manufacturer narrative:
The info regarding this complaint was received on (B)(6) 2011 when indicated that an MDR was required.

Event description:
It was reported by a customer on (B)(6) 2011 during the procedure received error 171 at 180 watts from the laser system. Also, the customer reported error 171 was able to be cleared and shortly later received error 172 at 180 watts. Per the customer, the laser system went into safety shut down and cycled through the count down. The customer reported the procedure was able to be completed with no further issues.